Event description:
It was reported that pump malfunction occurred without any notable events beforehand and displayed malfunction code that caller was able to reset. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received instructions to reset pump and successfully cleared malfunction, was advised to continue using pump and to call back if problem recurred, and confirmed understanding of these instructions.